Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13b06081 and h13a10069 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. The patient was later discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. This is report 1 of 2 involved in this peritonitis event.